Event description:
It was reported that the lead exhibited an increased impedance. A chest x-ray revealed that the lead was damaged in the clavicle region. The device was programmed to unipolar mode and the lead remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.